Event description:
In 2009, pt presented with highly angulated neck; had implant of a bifurcated device and a proximal extension. During introduction of the bifurcated device, a wire wrap was noted. The wire wrap was resolved. There was an intraoperative type ia endoleak that could not be resolved with post dilatation ballooning. A palmaz stent was placed with good results. Follow up CT revealed a type ia endoleak. Two months later, the pt was treated with an additional proximal extension. After ballooning, a slight endoleak persisted. The physician decided to monitor the pt for the next 30 days.

Manufacturer narrative:
Additional device info: model no. 34-34-80l, lot no. W09-3330-011. Expiration date: 02/13/2012. Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. No conclusion can be drawn.